Event description:
During knee arthroscopy procedure, when the customer removed the split pad from the pt's, they all had blisters around the outside of the pad placement. They were using valley lab split pad as recommended, but did not get the pad from the co. All the pts were young and pad was placed on the thigh or flank. Supervisor of surgery stated that two pt's had to be followed up with based on the blisters found after surgery. Both pt's have healed and are doing well. It was also stated that both pt's were pretty good size.